Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for anemia. Patient had a complaint of being fatigued. Hemoglobin (hgb) was 6.8 g/dl. No bleeding was found. The patient denied melena and epitaxis. The patient was treated with 1 unit of packed red blood cells. The patient was monitored for 24 hours before being discharged on (B)(6) 2019 with hgb of 7.8 g/dl. No further information was provided.